Event description:
It was reported that there was a loss of therapeutic effect/stimulation. The actions required as a result of the event included hospitalization and surgical intervention. The patient had level 3 pain medication included actiskenan 10mg three times a day. Actions also included an invasive procedure and checking all connectors. No stimulation was present. There were increased impedances. They restarted the neuromodulation system. They found a fractured electrode. On (B)(6) 2014 the patient received a surgical electrode (t12-l1). The outcome was resolved. There was no information about the electrode.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487, lot# 24096135, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient and reappearance of pain and the event resolved on (B)(6) 2014. The cause of the electrode mobilization was noted as spontaneous cause.